Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a low blood glucose of 2.8 mmol/l. The customer alleged the insulin pump was over delivering insulin due to blood glucose raising and falling constantly for 3 days. Customer was hospitalized due low blood glucose and treated with food. The reservoir will not be returned for analysis.